Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was suspected infection at the ipg site and treated with antibiotics and the ipg was explanted. Infection has cleared.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional report indicated the entire system was explanted due to infection.